Event description:
Reportedly, ppceea misfired, blade did not cut, subsequently becoming very difficult for the head of the anvil to be removed. No patient harm***email sent. See notes. ***10/13/2006: per response from reporter, there was tissue damage and the surgical time was extended by at least 30 minutes. Changed code from malfunction to serious injury. Procedure: unknown